Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported while charging their freestyle libre reader, the charging cable was "burning". There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported while charging their freestyle libre reader, the charging cable was "burning". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. A known good usb and charging cable was used to charge the returned reader. The reader obtained a successful charge. Visual inspection was performed on the returned reader and no issues were observed. There was no evidence of the charging/data cable being burned. Further investigation was performed and the reader was de-cased, visual inspection was performed on the pcba (printed circuit board assembly) and there was no evidence of burning while charging. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.